Manufacturer narrative:
Device evaluated by MFR: examiniation of the returned device revealed when positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon 4 mm from the distal edge of the distal markerband. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The 80 percent stenosed target lesion was located in the left carotid bulb. The 6.0mm x 20/135 sterling, monorail balloon catheter was advanced to the target lesion for postdilation. On the first inflation the balloon reached 2 atms and ruptured. It was reported that the balloon leaked contrast. The device was successfully removed from the patient and the procedure was completed with a different device. No further patient complications have been reported and the patient's current condition is stable.

Event description:
It was reported that during a stenting treatment procedure a balloon rupture occurred. The 80 percent stenosed target lesion was located in the left carotid bulb. The 6.0mm x 20/135 sterling, monorail balloon catheter was advanced to the target lesion for postdilation. On the first inflation the balloon reached 2 atms and ruptured. It was reported that the balloon leaked contrast. The device was successfully removed from the patient and the procedure was completed with a different device. No further patient complications have been reported and the patient's current condition is stable.